Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: n/a. Device manufacture date: n/a. Medical device lot #: 1707272. Medical device expiration date: 06/30/2022. Device manufacture date: 07/27/2017. (B)(6). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Multiple malfunctions were reported while using a bd plastipak¿ 50ml concentric luer lock syringe. It was reported the syringe broke when connecting to the 3-way valve and leakage of medication occurred through the plunger during injection. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: defect: leakage - past the stopper one used sample of 50ll without blister was received for investigation. On visual inspection of this sample it can be observed leakage past the stopper. The stopper is correctly assembled to the plunger and no damage or molding defect can be observed in the syringe. DHR of lot 1707272 has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station tightness test is done to every syringe. In case any fails, it is rejected automatically to scrap. Sample received is disassembled not observing any damage or molding defect in the plunger rod that could have caused this defect. Leak test is not carried out with this sample since it is used and syringe is single use so, the functional characteristic could not be reliable. Leak test was performed with the 10 retained samples and no leakage occurred in any of them. The syringes were disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and samples meet iso7886 annex d, a definitive root cause cannot be determined. Defect: damaged product ¿ tip broken by over-screw one used sample of 50ll without blister and one 3-way valve was received for investigation. On visual inspection of these samples it can be observed the tip of the syringe is broken due to over-screw and the broken part remained inside the 3-way valve. No retained samples can be evaluated since the lot number is unknown. DHR review cannot be done since the lot number is unknown. On inspection at 10x it can be observed the tip results as broken by user due to excess of screwing since the base of the tip shows it was pulled up as consequence of this over-screw.